Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 35mg/dl. The customer was treated lows with glucose intake. The customer states the sensor never registered the low blood glucose stayed in the 100's. The customer declined to troubleshoot for low blood glucose and was not hospitalized. The product was not returned for analysis.